Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. The field service technician discovered that the offload pump was not functioning. The pump was replaced and the docker was returned to use.

Event description:
It was reported that the neptune docking station was not functioning properly, which prevented waste collection devices from being emptied. As a result, the start of surgical procedures were delayed by approx 30 minutes due to the collection devices not being available for use. It was further reported that no pts had yet entered the operating rooms or been administered any anesthesia. No pt or user injuries were reported, and no other adverse consequences were alleged with this event.